Manufacturer narrative:
Follow-up #1: date of submission 11/24/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/13/2015 with the following findings: a review of the pump black box revealed one unexplainable pump reboot. No battery cap was returned with the pump. A test battery cap was secured to the pump and was used to complete all testing. The battery cap was unscrewed half a turn and the pump lost power. The intermittent power issue was duplicated. The battery compartment was found to be cracked above and below the bumper pad. Another battery compartment was found on the side, extending from the threads towards the case seal. The battery compartment threads were found to be damaged. There was moisture corrosion observed in the battery compartment. A leak test was performed and a battery compartment leak was found. The pump was exercised for 24 hours using the test battery cap with no power interruptions occurring. The pump case was removed and there was no intermittent conditions or moisture found inside the pump or within the power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.